Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was pt representative reported that when they pressed 'stimulation on', a settings not available message appeared on the screen. They stated that the pt was set in group c (program 1,2 and 3) but when they checked it a couple days ago, nothing was highlighted so they were unsure whether the stimulation was on or off. Caller mentioned that the controller was fully charged and the ins has 3 quarters charge. Agent had caller press the white button on the top of the controller and had them press 'stimulation on'; caller confirmed that a no device found message displayed on the screen. Agent had caller place the controller over the pt's neurostimulator and had them press try again; caller confirmed that a settings not available message displayed on the screen. Agent had caller try to change group; caller confirmed that pt only has 1 group and mentioned that the ins was previously reprogrammed because the ins kept turning off and on. During the call, caller confirmed that the bar with the group number was highlighted in green. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue. Caller stated that their current hcp has relocated and they were unsure who the replacement provider is.